Manufacturer narrative:
No further information was able to be obtained from this customer. The handpiece was replaced and returned for evaluation. The handpiece was manufactured on november 4, 2010. Based on qa assessment, the product met specifications at the time of release. The handpiece functioned to specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure that phacoemulsification handpiece lost phacoemulsification power. A system message was displayed. Additional information has been requested, but none has been received to date.